Event description:
The patient underwent a successful reverse shoulder arthroplasty and there were no issues at the first routine clinic visit. At the second visit at six weeks post procedure, the patient reported increased pain and brusing on the shoulder without any trauma. X-rays showed that the implants were stable and ultrasound was performed and the subscapularis tendon appeared to be intact. A CT scan was performed a week later and this did not reveal any bony abnormalities or fractures. Aspiration was attempted and 2cc of serous fluid was removed. An MRI revealed a hematoma in deltoid. 900 cc was aspirated. A decision was made to perform evacuation of the hematoma and this was conduction approximately two months post procedure along with irrigation and debridement. The patient returned to clinical approximately six weeks after the hematoma evacuation and reported less pain and x-ray showed everything was stable. The physician assigned a possible relationship to the device and procedure.